Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence as the device stopped working. A surgical procedure was performed to remove and replace all the components. Upon explant, fluid loss due to a rupture in the balloon was identified. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence as the device stopped working. A surgical procedure was performed to remove and replace all the components. Upon explant, fluid loss due to a rupture in the balloon was identified. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed that the balloon was not spherical and exhibited a tear due to avulsion in the shell, not passing the test. Leakage and functional testing were not performed because of the identified tear from avulsion in the shell. The cuff passed visual inspection, showing no damage or abnormalities, and passed the leakage test. The pump passed visual inspection with no damage or abnormalities found and successfully passed both the leakage and functional tests. Based on the information available and analysis results, the allegation of hole/perforated, fluid leak, and mechanical issue was most likely determined to be the balloon had a tear from avulsion. Additionally, the reported patient symptom of urinary incontinence is a known risk associated with artificial urinary sphincter implants and is noted as such in the instructions for use (IFU). A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence as the device stopped working. A surgical procedure was performed to remove and replace all the components. Upon explant, fluid loss due to a rupture in the balloon was identified. There were no further patient complications.